Event description:
Patient called to report an adverse event involving her mentor tissue expanders that she had implanted in 2016. Patient stated approximately five months after her bilateral mastectomy and the implant of her tissue expanders, she began experiencing skin changes, which initially she thought was possibly caused by the chemo or radiation. She said she ended up having the explant procedure pushed back about 3 years due to becoming pregnant and the return of her cancer. Patient stated she's extremely concerned about the warning that is stated in the pamphlet of the tissue expanders stating that they are not meant for extended use, and that she was never informed by a doctor that it could be harmful to her. Patient stated for 6 years she was debilitated by the metals and material of the expanders. She stated she experienced tissue death, lesions that are deep and painful, hair loss, lost the ability to speak and eat, vision loss, bone deterioration, pulmonary problems, neurological problems, mental issues and problems, gastrointestinal issues, lost toenails, and felt she was nearing death and that her body was shutting down. Patient stated her skin had become a pale gray tone. Patient said she was under the care of several doctors and had seen many other doctor's trying to figure out what was happening to her body, and no one ever mentioned to her that the extended use of the expanders could poisoning her. Patient stated she was treated for many things over the years and was turned away from surgeons. Patient said she finally, in a desperate hope to save her life, found a surgeon who listened to her that she was being poisoned by the tissue expanders and agreed to remove them for her. Patient said on (B)(6) 2022 she had the tissue expanders removed and after 3 days saw improvement in her skin tone, the lesions starting healing and her hair began coming back. Patient stated her surgeon is very pleased with her outcome after removal and told her the devices were not meant to stay in that long. Patient said she strongly feels doctor's and surgeon's need to make that information known to patients before implant. Ref report: mw5116792.